Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the insulin was pushed with piston without second series of beeps during rewinding. Troubleshoot was conducted and the device alarmed for no delivery. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
No rewind anomaly was noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No prime/fill anomaly was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.